Manufacturer narrative:
(B)(4).

Event description:
It was reported that insulation anomaly was noted in clinic. The patient did not experience any symptoms due to malfunction. The right ventricular lead was capped and replaced during the upgrade. The patient was stable post procedure.